Event description:
It was reported that the main cover of the external pulse generator (epg) "slips off." The biomedical engineer (be) inquired about ordering a new main cover. Technical services provided the part number and connected the be with customer service for ordering/pricing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the main cover of the external pulse generator would "slip off." Analysis did note that the lower case was broken and contaminated and that the upper case and heart wire block were contaminated. Due to the duration of its use the generator was being returned to the customer unrepaired. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device had been returned for repair and subsequently tested out of specification during manufacturer's analysis.